Manufacturer narrative:
Correction: d2, g1, g4, g5, g7, h2, h3, h6, h10, h11 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left & right iui connector, left & right handle, shaft seal, barrel clamp, rear door, and latch module. Performed calibration. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2014 to present date (B)(6) 2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the case was damaged on the device. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. There was no patient involvement.